Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer called stating that the chair veers to the right when driving and she can't get it to go straight. When this happens the joystick fails to correct the chair when she moves it to the 3:00 or 9:00 position. Consumer stated that this happens after she has been driving a little while and she is concerned for her safety.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Not able to duplicate issue batteries were fully charged when chair was received/minimal drop in voltage during load test/no problem found with batteries or charger/chair tracking okay/observed no veering/0700 code found in fault log indicating possible wiring/connection issue at some point. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The consumer called stating that the chair veers to the right when driving and she can't get it to go straight. When this happens the joystick fails to correct the chair when she moves it to the 3:00 or 9:00 position. Consumer stated that this happens after she has been driving a little while and she is concerned for her safety.